Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
"Reported device not marketed in the us, however, similar device is." Manufacturing site eval: samples received: 1 open unit. There are previous complaints of this code/batch. There are no units in OEM stock. We have received 1 open sample with the needle detached from the thread. Thread is still wound on the pack. Tested the needle attachment of the samples received and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.